Event description:
It was stated that the insulin pump alarmed button error. Troubleshooting was performed, and the customer did not press the buttons for more than three minutes. The customer also stated that he was hospitalized for low blood glucose levels. The customer infused insulin into his body by pushing on the reservoir plunger, since the insulin pump was not working. Advised never to push on the reservoir plunger, and to only use the products as they were designed to be used. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.